Manufacturer narrative:
The t:slim user guide states to check your t:slim pump¿s personal settings to ensure that they are correct. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had entered the correction bolus setting incorrectly into the pump and it was calculating too much insulin. Tandem technical support assisted the customer with entering the correct setting. The customer's blood glucose level was not impacted.